Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2019 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The physician opened the pocket and noted the patient's subclavian vein was occluded. The physician gently pulled back on the lead, retested, and no stimulation was noted. The lead remains in use. No further patient complications have been reported as a result of this event.